Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump."

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on cartridge and insulin labeling. The customer primed the infusion set tubing to address the issue. Customer's blood glucose level was 360 mg/dl.